Event description:
It was reported the wrong product was in the package. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation of the complained article shows that there indeed is a wrong product inside the package. One cycle during the packaging was not carried as intended. This condition unfortunately was missed at the final inspection. Since this is the first reported case concerning this article, we consider this complaint an isolated event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.